Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other events for the lot referenced. Not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral. Head from the trunnion and metallosis. Intra-operatively, trunnion wear and a moderate amount of black tissue in the patient were noted. An accolade stem, 36 +5 lfit cocr head, and 36 mm trident 0° x3 insert were revised to a restoration modular stem construct, ceramic head, and another liner. Rep confirmed that there are no allegations against the revised liner.